Manufacturer narrative:
The field service representative (fsr) replaced the power manager board and completed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) had a 'question mark' over the battery icon but there were no audible alerts. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patent.

Manufacturer narrative:
Updated blocks: d9 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.